Event description:
Additional info received from MFR on 07/08/1998:it probably occurred in the molding operation or during automatic assembly due to a malfunction of some type. This damaged syringe was not detected during co's inspections.